Manufacturer narrative:
There have been no reports of the nalu systemor its components failing or malfunctioning. No confirmation of infection. The facility discarded the device during explant and thus it is unavailable for inspection by the firm. Swelling or edema is a known risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6)2023 and after implanting the patient experienced persistent swelling. The system was explanted on (B)(6)2023.